Manufacturer narrative:
MDR-3009897021-2020-00228 submitted on10-jun-2020 noted that it was a summary of 340 events found in repair and multiple sections were inadvertently left blank. Correction this report is for one event associated with serial number (B)(6) information in b5 and h10 have been updated to reflect such and blank sections were completed. Section d4 unique identifier (UDI) # was updated to reflect the full UDI number. Section b3 date of event and g4 date received by manufacturer noted 01-jul-2019 correction section b3 date of event and g3 date received by manufacturer 15-aug-2019. Section g5 PMA/510(k) noted k063692 correction section g4 PMA/510(k) k201571. Section g7 type of report was blank correction section g7 type of report 30-day. Based on the corrections; kci's assessment remains the same. During the repair process, kci found evidence that the device had a collapsed power switch dome. The power switch was replaced. There is no patient involvement and there is no injury reported to kci associated with this event. Kci is reporting this event found during servicing of the unit as a device malfunction that has the potential to result in injury if the malfunction were to recur. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.

Event description:
Kci identified the activ.a.c.¿ therapy system had a collapsed power button/switch during the repair process. The power switch was replaced. There is no patient or injury associated with this event.

Manufacturer narrative:
During the repair process, kci found evidence that the devices each had a collapsed dome. The power switch was replaced. There is no patient involvement and there are no injuries reported to kci associated with these events. Kci is reporting these events found during the repair process as device malfunctions that have the potential to result in injury if the malfunction were to recur. Additional device information for malfunction events summarized in this report: date of event: the malfunction events occurred between 01-jul-2019 and 12-feb-2020. Serial #: additional serial numbers included in this summary report: (B)(4). Additional unique identifier (UDI) #: UDI numbers for affected serial numbers included in this summary report: (B)(4). Date received by manufacturer: kci identified the malfunction events between 01-jul-2019 and 12-feb-2020. Device manufacture date: the devices included in this summary report were manufactured between 13-mar-2007 through 14-jun-2018.

Event description:
This report summarizes <noe> 340 </noe> malfunction events. Kci identified the activ.a.c.¿ therapy systems had collapsed power buttons/switches during the repair process and the power switches were replaced. There are no patients or injuries associated with these events.